Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - component code - the proposed code is mechanical (g04) - femur. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown persona tibial component catalog #: ni lot #: ni; unknown persona articular surface catalog #: ni lot #: ni. E1 - establishment name - the event occurred at (B)(6). G2 - report source - foreign: the event occurred in france. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : investigation incomplete.

Event description:
It was reported that the patient sustained a femoral condyle fracture following knee arthroplasty. No further patient consequences have been reported. Attempts have been made, however, no additional information is available